Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm at an unknown date. Endologix was made aware that the patient presented emergently with a rupture and an endoleak type iiib with stent fracture. On (B)(6) 2018, the physician elected to reline with an ovation main body and 2 limb extensions to successfully seal the leak (reported under MFR# 2031527-2018-00407). Approximately (4) four years post-secondary procedure the patient went to the hospital due to abdominal pain. A computed tomography (CT) scan was able to identify a type 1b endoleak. On (B)(6) 2022, the physician elected to coil embolize the right hypoplastic and cover the leak with (2) two ovation ix iliac limbs. It was reported that the 1b endoleak was treated successfully.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being successfully treated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.